Event description:
The pt is scheduled for an asr revision to address pain.

Manufacturer narrative:
This investigation remains closed, as the added/corrected information does not change the outcome.

Manufacturer narrative:
Corrected: explant date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2011. Asr hip resurfacing system. Update from (B)(6) spreadsheet 10th apr 2012: reason for revision, hip revised. Asr revision. Right asr hip resurfacing system. Reason for revision: pain. Update received 08 july 2014. Additional reasons for revision, two hospitals added. Surgeon name amended. Reasons for revision: pain, component loosening (head), component malalignment. Confirmation received 17th july 2014 - component loosened was the head.